Event description:
It was reported that the patient underwent a revision procedure due to a fractured lead. The lead and ipg were explanted and replaced.

Manufacturer narrative:
The returned lead sc-2317-50 serial number (B)(6) was analyzed and the reported event of the fracture lead was not confirmed as the device was returned in three pieces. An x-ray inspection of the lead found no anomalies. Failure analysis could not determine the root cause of the damage, however, the complaint indicated that the damage had been identified before the explant, indicating the damage is not explant related. Hence, the probable cause was determined to be cause traced to component failure. The returned ipg sc-1160 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 356609.

Event description:
It was reported that the patient underwent a revision procedure due to a fractured lead. The lead and ipg were explanted and replaced.